Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The nurse alerted the boston scientific representative that the device reached eos after less than eighteen months implanted. Boston scientific engineering reviewed and provided the icm device battery depleted in an irregular and accelerated fashion. Ts advised the icm device should be explanted and replaced. The device has subsequently been explanted. No other devices were implanted at this time. The icm device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The nurse alerted the boston scientific representative that the device reached eos after less than eighteen months implanted. Boston scientific engineering reviewed and provided the icm device battery depleted in an irregular and accelerated fashion. Ts advised the icm device should be explanted and replaced. The device has subsequently been explanted. No other devices were implanted at this time. The icm device has been returned for analysis. No adverse patient effects were reported.